Event description:
Intra-aortic balloon catheter insertion and sutured into place. Balloon noted to not fully inflate. Despite a period of time and repositioning, the balloon continued to only partially inflate. Balloon removed. A second balloon was placed.